Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple machines was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h labeled for single use. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the server system failed to communicate with the station. A technical support specialist (tss) verified and restarted the care coordination engine service, but the issue was not resolved. The tss asked the customer to check with the meditech team, and it was later confirmed that patient messages were successfully crossing. The system functioned as intended after the meditech team resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple machines was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.